Event description:
A confirmed motor stall was reported and recorded in the event logs with no recovery after the pt had an MRI. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4)